Event description:
During a pta/stenting treatment procedure involving the right renal artery, the express biliary stent came off the balloon. A platinum plus guidewire and a destination 6 fr sheath with a renal curve was placed at the ostium of the lesion. The lesion was pre-dilated with a 4 x 2 gazelle balloon. After the pre-dilatation a thruway wire was exchanged for better support. The physician then took the 5 x 19 biliary stent and attempted to pass it to the lesion. However, after 4 attempts the thruway wire flipped into the aorta and as it did the biliary stent system also flipped out into the aorta. As the biliary stent system flipped out into the aorta the stent was dislodged from the balloon. However, approximately 1 mm of the stent was still on the balloon. The physician attempted to pass a 4 fr snare through the destination sheath but it would not fit. After approximately 45 minutes the physician advanced the destination sheath to the proximal end of the balloon and began to pull the entire biliary stent system into the sheath. The physician removed the hub of the destination sheath and the biliary stent system was removed and the procedure was aborted. The pt was asymptomatic during this event. No pt injuries or complications were reported. The pt status is reported as 'fine'.